Manufacturer narrative:
H3. Product analysis determined that all performance levels could be set with a single attempt, and the valve did not change levels during the course of the testing. The valve also met specifications for patency, and leak testing. All valves are 100% tested at the time of manufacture. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding an adjustable shunt. It was reported that the patient's shunt was placed on the (B)(6) 2026. The patient was doing better, and the doctor reported no issue at the time of implant. The doctor stated that they did not pump the valve or try withdrawal cerebrospinal fluid (csf) through the valve with a syringe. The doctor said the patient's pressure was high, and so the shunt filled easily, and csf was flowing out through the catheter before they closed. The issue came on when the doctor wanted to adjust the shunt from 2 to 2.5, and the shunt setting would not move. The doctor tried multiple times to adjust the shunt, even with different programmers. They tried taking the shunt settings back down from 2 to 1, to try see if it would go the other way, but they could not get it to move in either direction. They even tried with the old magnetic programmer to see if that would work. The valve was replaced. The patient's previous medical history was high pressure. The patient's status at the time of the report was alive-no injury.